Event description:
It was reported that the 6800 system, intermittently, would not fluoro. System required reboot to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the I/o transition board. Replaced the I/o board. The system was tested and found to be working as intended and placed back into service.